Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alert, an unexpected restart alarm, and several additional error alerts. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit alarmed after battery change due to faulty component on the interface board. Unit received with high idle current, problem isolated to motherboard. No a17 alarms, off no power anomaly, battery out limit alarms or low battery alerts noted. The insulin pump was received with minor scratches on the lcd window.